Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. The customer's blood glucose level was over 600 mg/dl and it was addressed with manual injections. Reportedly, the customer had headaches. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.